Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that the health care professional (hcp) received an alert about subcutaneous implantable cardioverter defibrillator (s-ICD) integrity when checking the patient's s-ICD. Boston scientific technical services (ts) was contacted, and ts discussed programming options and had the save files from the s-ICD sent to them for analysis. Analysis revealed the s-ICD to be operating normally and the alert was regarding memory errors regarding patient data which is not utilized by the s-ICD firmware for operation. The s-ICD system remains in service. No adverse patient effects were reported.